Event description:
The field service engineer reported that the surgeon requested the submission of a formal complaint regarding the quality of the seeg drill adapter 2.45mm. During the first of two surgeries today ((B)(6) 2020) a drill bit became stuck in the 2.45mm seeg drill adapter and fortunately, the hospital has a second full tray that was able to be used to complete the surgery. The surgeon was able to retract the drill guide with the stuck drill bit out of the rosa instrument holder. He then used a mallet to get the drill bit out of the drill guide in the sterile field. Once free, that drill bit or any others did not fit freely into the guide and was set aside for the remainder of the case. There was visual damage which caused obstruction upon insertion of drill bit into the guide tube. This is the second 2.45mm seeg drill adapter to have this issue within a year.

Manufacturer narrative:
This part was disposed by the customer, the technical root cause of the event could not be determined. However, this topic is addressed through a CAPA. A first investigation was already performed through this CAPA and concluded that the drill adaptor design must be improved.

Manufacturer narrative:
The device has not been evaluated yet for investigation purpose. Once the evaluation is performed, a follow-up medwatch report will be submitted.

Event description:
The field service engineer reported that the surgeon requested the submission of a formal complaint regarding the quality of the seeg drill adapter 2.45mm. During the first of two surgeries today ((B)(6) 2020) a drill bit became stuck in the 2.45mm seeg drill adapter and fortunately, the hospital has a second full tray that was able to be used to complete the surgery. The surgeon was able to retract the drill guide with the stuck drill bit out of the rosa instrument holder. He then used a mallet to get the drill bit out of the drill guide in the sterile field. Once free, that drill bit or any others did not fit freely into the guide and was set aside for the remainder of the case. There was visual damage which caused obstruction upon insertion of drill bit into the guide tube. This is the second 2.45mm seeg drill adapter to have this issue within a year.